Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined the no image was caused by a faulty board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the screen (octagonal shape) on the visera elite video system center shows blackout when connecting to the electronic choledochoscope but the image is normal when connecting to the ureteroscope prior to a therapeutic choledochoscopic procedure. The procedure was not delayed more than 15 minutes. The patient was not under anesthesia at the time of the event. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Event description:
The customer reported to olympus, the screen (octagonal shape) on the visera elite video system center shows blackout when connecting to the electronic choledochoscope but the image is normal when connecting to the ureteroscope prior to a therapeutic choledochoscopic procedure. The procedure was not delayed more than 15 minutes. The patient was not under anesthesia at the time of the event. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined the no image was caused by a faulty board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the printed circuit board failure led to inability to display images when some endoscopes are connected. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.